Event description:
The customer obtained a discordant elevated atellica im high-sensitivity troponin I (tnih) result for one patient. The initial result was reported to physician(s), who questioned the result. The sample was repeated two additional times on the same atellica im analyzer, and the results were comparable to initial result. The sample was tested on an alternate method and the result was lower than all the atellica im tnih results. There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant tnih results.

Manufacturer narrative:
An outside the united states customer obtained a discordant elevated atellica im high-sensitivity troponin I (tnih) result for one patient. The initial result was reported to physician(s), who questioned the result. The sample was repeated two additional times on the same atellica im analyzer, and the results were comparable to initial result. The sample was tested on an alternate method and the result was lower than all the atellica im tnih results. The interpretation of results section of the atellica im tnih instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens continues to investigate.

Manufacturer narrative:
Initial MDR 1219913-2022-00406 was filed on nov 21, 2022 reporting a customer from outside obtained a discordant elevated atellica im high-sensitivity troponin I (tnih) result for one patient. The sample was repeated two additional times on the same atellica im analyzer, and the results were comparable to initial result. The sample was tested on an alternate method and the result was lower than all the atellica im tnih results. Additional information - nov 23, 2022 the customer provided the specimen run on alternate method 2, which resulted in 4.508 ng/l. Section e1 - the name of the initial reporter has been updated. Additional information - nov 29, 2022 the customer observed an unexpectedly elevated atellica im high-sensitivity troponin I (tnih) result on one female patient serum sample that was low/normal on alternate method 1. Siemens reviewed the available information to determine probable cause and evaluate for potential product issue. Quality control (qc) was in range at the time the sample was run and the patient sample results were reproducible: atellica initial result 4058 ng/l (99th% female serum = 38.64 ng/l; male serum = 53.53 ng/l), repeated in duplicate (3672.75 and 3691.45 ng/l). This indicates a sample/patient specific incident. The customer also had the specimen run on alternate method 2 which resulted 4.508 ng/l (alternate method 2 reference interval: female 10ng/l; male 20ng/l) below the reference interval. No sample was available to be sent to siemens for further investigation. The atellica im tnih method is a high sensitivity troponin I method vs the alternate method 1 which is a point of care conventional sensitivity troponin I method. Results from different methods are not interchangeable due to differences in assay specificity and sensitivity. There is no expectation that atellica im tnih and alternate method 1 or other troponin methods will have similar results. Results of atellica im tnih should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings. Per the tnih instructions for use (IFU) there are conditions other than acute myocardial infarction (ami) that are known to cause myocardial injury and elevated tni values. Additional information - dec 01, 2022 section e1 - the customer contact number has been updated. No potential product issue is observed. The customer is operational. In section h6, the investigation finding, and investigation conclusion codes were updated.